Event description:
Event description cpi received information that this implantable pulse generator (ipg) did not meet physician expectations with respect to longevity. The physician elected to explant the ipg.